Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be tested for flow rate accuracy for the reported condition 'delivering intermittent amounts out of accuracy' due to the device experiencing a constant unrelated system error. During the repair process, the device passed mechanism door assembly-travel verification and flow accuracy calibration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was delivering intermittent amounts out of accuracy. There was no patient involvement. No additional information is available.